Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the cylinders were removed and replaced because the incorrect size was implanted. No patient complications were reported.